Event description:
I had a recurrent inguinal hernia repaired in (B)(6) 2011 and the doctor used a bard mesh perfix plug, medium size, monofilament knitted polypropylene, reference number (B)(4), lot 43jkd253. At the time, I was told that this was "cutting edge" technology and that the repair was far superior to my previous standard repair, which occurred in 1991. In (B)(6) of this year (2011) I experienced signs that my hernia repair was again flaring up, pain and swelling in the same area. The pain gradually increased to the point I went to the emergency room in (B)(6) hospital in (B)(6). As it turned out, I had the same doctor who installed the bard mesh 10 years prior attend me and he told me that one of 2 things could happen. He could go in and repair the hernia, or, if there was any perforation of my intestines and resulting poisoning of my system, he would have to do a colonoscopy. Sure enough, after 3 separate surgeries over a 5 day period, I had to have the colonoscopy and was bedridden, drugged up, for over 3 weeks. The bard device had separated and pierced my intestines causing all the resulting pain and suffering.